Manufacturer narrative:
Details of complaint: the customer reported that the gas analyzer was not taking readings while on a case. According to the customer, all connections appeared to be secure. Technical support (ts) had the customer reboot the unit by removing the power. Once the unit came back up, they were able to see etco2 and the respiratory rate (rr). There was no patient injury reported. Investigation summary: the issue was resolved by rebooting the gas analyzer. A definitive root cause could not be determined from the resolution details. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 2: (B)(6) 2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. The following fileds are not available (n/a) to this report: h4 device manufacturer date: additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the gas analyzer was not taking readings while on a case. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the gas analyzer was not taking readings while on a case. According to the customer, all connections appeared to be secure. Technical support (ts) had the customer reboot the unit by removing the power. Once the unit came back up, they were able to see etco2 and the respiratory rate (rr). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 the following fileds are not available (n/a) to this report: h4 device manufacturer date.

Event description:
The customer reported that the gas analyzer was not taking readings while on a case. There was no patient injury reported.